Manufacturer narrative:
A philips field service engineer (fse) went onsite and evaluated the actual device finding it working as intended. The biomed at the site also evaluated the device finding it worked as expected. Log files were provided which were reviewed. There are no alarms stored for the bed in question until (B)(6) which is after the date of the incident. Alarm logs do not store all alarm events and based on the combination of products in use only red level alarm events would be stored. The event in question was not a red alarm event, it was a technical inop alarm. The customer was contacted via phone and confirmed the issue was a single event and it did occur on (B)(6). He indicated that he sat with the hospital risk manager to review how the system works and showed her what happens when a leads off inop occurs, how reminders occur every 3 minutes after you silence the alarm and how after 10 minutes of no signal, the rf shutoff option turns off the device. The customer said he saw a flatline ECG for 3 hours via wave review and by the time staff checked the patient he had expired. The customer was contacted via phone and the incident was reviewed further. The customer understands how the system works and feels the system is operating correctly at this time. The products remain in use. The customer reported that a patient experienced a leads off event that persisted for a 3 hour timeframe and it was unclear if any leads off inop alarms occurred. The patient had expired by the time staff checked the patient. Strips and log files were reviewed however logs do not store cyan/blue technical inop alarms for this product therefore it was confirmed that the inop in question occurred. The customer is aware that an inop is provided when the leads are off and once silenced, a reminder is provided every 3 minutes however after a 10 minute period of inactivity, a feature of the product allows for the power to the transceiver to be shut down. The customer agreed that all configured features were working correctly. The issue is not consistent with a malfunction of the product but is most consistent with a user issue whereby a patient lost monitoring for 3 hours but was not immediately attended to by staff.

Event description:
The customer reported that a patient death occurred and it was unclear if any telemetry inop alarms were provided. The customer indicated that nursing staff had not provided detailed information about the sequence of events.

Event description:
The customer reported that a patient death occurred and it was unclear if any telemetry inop alarms were provided. The customer indicated that nursing staff had not provided detailed information about the sequence of events and requested that philips review the data to determine if a use issue occurred. Based on the information provided, use of the device may have been a factor in this incident. The incident occurred on (B)(6) in bed 238-1 between 18:39 and 22:00 which is the time the patient expired.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.